Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures presented the issue for the product (B)(4) lot unknown? Can this lot number be obtained?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The thread was breaking off the needle. There were no patient consequences reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were returned for evaluation. During the visual inspection of the samples no defects were found on the package. The samples were opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. The sample was tested by needle pull and meet the finished goods requirements. Per the conditions of the samples received, no attachment defects were found and the tested samples met the finished goods requirements.